Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event.there are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "fatigue fracture of component may occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.this report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2014-06059 /-06060 /-06353)/-06354.

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2012. Subsequently, legal counsel reports that patient underwent left hip revision procedures on (B)(6) 2013 and (B)(6), 2013 due to patient allegation of pain. A review of invoice history confirmed the surgery dates and indicates that patient underwent a right total hip arthroplasty on (B)(6) 2013. No right side revision has been reported. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2013 due to a fractured acetabular liner consistent with trauma. Operative report noted a fractured liner however the cup was stable with no loosening or damage present. The modular head and liner were removed and replaced. Operative report for the (B)(6) 2013 left hip revision noted the revision was due to a fractured acetabular liner consistent with trauma. Operative report noted the presence of metallic debris and a fractured liner however the cup was stable with no loosening or damage present. The modular head and liner were removed and replaced.